Event description:
It was reported that a pta balloon allegedly had outer fiber unraveling, following a aaa procedure. The physician was post dilating an endoprosthesis used to occlude an abdominal aortic aneurysm. The endoprosthesis was constructed with a metal stent on inner lumen of the device. The balloon was in contact with the metal portion of the stent. The balloon was in and out of the sheath a couple of times. When the procedure was completed, the unraveling was very noticeable. To the physician's knowledge, there were no fibers remaining within the patient. There was no consequence to the patient. The abdominal aneurysm was successfully occluded. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not known. The returned sample was evaluated. There was an unraveled section of the fibers on the balloon approximately 4.5cm from the tip of the balloon which measured approximately 8mm in length. Most of the circumferential fibers had unraveled in this section. One fiber was unraveled and measured approximately 15cm in length. The balloon was examined under a microscope and no obvious ruptures were noted. This device was used to post dilate an extension stent and was in and out of the sheath a couple of times. The balloon was in contact with the metal portion of the stent. This may be the root cause of the fibers unraveling. Two x-ray films were returned demonstrating the balloon in the stent prior to unraveling and the balloon in the stent after the unraveling occurred. It appears that the balloon moved slightly inside the stent. This can cause a fiber to get caught and unravel a section of the balloon. The investigation is confirmed for unraveling. The definitive root cause is unknown.